Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The incision was enlarged and the lens was removed whole. No suture was required to close the wound. It was unknown what caused the lens to tear. The injector model that was used was a indigo-p. The facility was unable to provide the cartridge model that was used and the unjector and cartridge lot numbers.